Event description:
During a normal device change out, lead fracture was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.